Event description:
It was reported to philips that the device does not pass the self-test. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed failed the self-test. Upon conclusion of the evaluation, it was determined that the processor pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.